Event description:
A pump memory error occurred during a pump update. The pump memory error alarm did not occur. The hcp was able to program the pump as normal and the issue was resolved. No pt symptoms were reported. Add'l info received stated no add'l testing or troubleshooting was done to the pump and the pt/device info was unk by the reporter.

Manufacturer narrative:
(B)(4).